Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device keeps sticking was confirmed. It was found that the drill mounting mechanism was defective - blade doesn't lock into shaver. Also the burr was found to be sticking in locking ring and the hand piece was physically damaged.. The defective drill mounting mechanism 1.0 was replaced by 1.25, and the device was cleaned, repaired and found to be fully functional. User mishandling is one possible root cause for the physical damage to the device. However, given the information provided we cannot discern a definitive root cause for the identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer.

Event description:
Device keeps sticking. No further information available. It was reported by the affiliate in the (B)(6) that during an unknown procedure, it was observed that the micro tornado handpiece device kept sticking. No patient consequence and no surgical delayed was reported. During in-house engineering evaluation, it was determined that the drill mounting mechanism was defective - blade doesn't lock into shaver. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.